Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after the patient received external defibrillation. A device software download successfully restored the device and normal function resumed.